Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was implanted. There was no baseline effusion. A one centimeter pericardial effusion was noted after the deployment of this device. A second 24mm device was successfully implanted and no treatment was needed. A transthoracic echo one hour after implant showed no effusion.